Event description:
The physician's comments regarding the cause of the endoleak were received. The physician suspects the cause of the proximal type I endoleak was possibly due to a short aortic neck or may have been due to inadequate proximal fixation of the stent graft.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (conically shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (conically shaped aortic neck).

Manufacturer narrative:
Results, conclusion: anatomy related; short aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 6.4 cm diameter abdominal aortic aneurysm approximately 30 months ago. The aortic neck was 26-33 mm in diameter from proximal to distal and 17 mm in length. The right iliac artery was 17 mm in diameter and the left iliac artery was 15 mm in diameter. The femoral arteries were 11 mm in diameter bilaterally. The iliac arteries were moderately tortuous bilaterally. The circumferential aortic mural thrombus/calcification at the proximal neck was 5 percent. It was reported that during a routine follow up CT scan, a proximal type I endoleak was observed. Three days later a 32 x 32 x 49 endurant aortic cuff was implanted however, the proximal type I endoleak did not resolve. Coil embolization was performed the next day and the proximal type I endoleak resolved and this was confirmed by cta scan six weeks later. The investigator assessed this event to not be related to the procedure and related to the study device. No additional clinical sequelae were reported and the patient is fine.